Event description:
Following a stent deployment in 2003, a vasoseal elite was deployed. Good technique was demonstrated by the deployer. However, upon removal of the temporary arteriotomy locator and tissue dilator, blood was observed in the sheath. During the deployment procedure, the collagen plug advanced rapidly and resistance was met prior to reaching the first black line on the plunger. Instructions were given to the holder to reposition occlusive hold. The collagen was then deployed. Sheath manipulation and movement was noted. When the sheath was removed, a kink was noted midpoint in the sheath. A small hematoma developed above the puncture site and pressure was held for ten minutes. When the patient left the department, the site was soft with no hematoma expansion. The patient experienced a significant drop in hemoglobin and hematocrit later in the day. An ultrasound was performed, but no acute bleed was noted in the area. At 7:00 p.m. The patient was given 4 units of blood and stabilized. It was noted that the patient had a retroperitoneal bleed. The patient's hemoglobin and hematocrit continued to drop the following day and the patient was taken to surgery for femoral artery exploration and repair. The vascular surgeon noted that a repair of the arterial puncture site underneath the inguinal ligament to the external iliac was performed. The patient's hemaglobin and hematocrit returned to normal following surgery. No further complications were reported.